Manufacturer narrative:
The information being reported was found in a journal article titled "primary total hip arthroplasty with an uncemented femoral component. A long term study of the taperloc stem". J arthroplasty 2004;19(2):151-156 current information is insufficient to permit a conclusion as to the cause of the event. Event details and product identification was not provided for the revision mentioned in the journal article. Dates of event - unknown. Expiration date - unknown. Date implanted - unknown. Initial reporter - the article was written by rh rothman, j parvizi, ks keisu, wj hozack and pf sharkey manufacture date - unknown. (B)(4).

Event description:
Information was received based on a review of a journal article referencing a retrospective study of total hip procedures that took place between (B)(6) 1986 and (B)(6) 1987 utilizing taperloc femoral stems. The article indicated that one revision procedure was performed due to osteolysis and the femoral stem was removed and replaced. No further information has been provided to date.